Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned bearing shows no discoloration. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a ssk revision knee bearing was found to be discolored during a surgery. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.